Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
Customer reported that following creation of the lasik corneal flap, there were tags that made it difficult to lift, and the side cut was not completed. No information was provided regarding impact to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the reporter indicated that he will try to quantify and identify the patients involved; however, since he does not know the exact date of event, this will be challenging to do. Regarding an estimate of the number of patients, the reporter stated: "it is no more than a handful.".

Manufacturer narrative:
Evaluation summary: the system history showed that the laser was successfully verified prior to, and after the date of treatment. The technical investigation shows that the device met the specifications. Following the reported event, there were two onsite visits. During the onsite visits the tm (territory manager) completed system check and verification. The system meets all alcon specifications per service test procedure. Root cause: no technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
Customer reported that following creation of the lasik corneal flap, there were tags that made it difficult to lift, and the side cut was not completed. No information was provided regarding impact to the patient. Additional information has been requested. In a follow up, the reporter indicated that he will try to quantify and identify the patients involved; however, since he does not know the exact date of event, this will be challenging to do. Regarding an estimate of the number of patients, the reporter stated: "it is no more than a handful."

Manufacturer narrative:
Corrected information: the date received by MFR for previous follow-up 2 report was incorrectly reported as 07/25/2016. The correct date is 07/22/2016. (B)(4).